Manufacturer narrative:
The complaint of filter was leaking on list # 142560488 primary plumset could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. E1 initial reporter facility name: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported the device leaked. The customer stated the patient pressed the bell at 19:57 and mentioned the floor was wet. Healthcare provider checked the infusion set and the filter was leaking. Infusion was immediately stopped, and the doctor was informed. The set was replaced, and therapy resumed. There was patient involvement and no report of patient harm.